Event description:
It was reported that tandem mobi pump issued cartridge alarm and customer experienced high blood glucose, with meter displaying ¿high¿ but no specific value recorded. Customer¿s blood glucose exceeded normal range, and there was no information indicating that blood glucose returned to normal by the end of the call. Customer delivered correction dose using pump or injections, did not require help from emergency services, and worked with technical support, who confirmed cartridge alarm, instructed removal of cartridge and delivery of a 9-unit bolus, and then guided customer through removing air bubbles, reloading same cartridge, and resuming insulin therapy, after which issue was considered resolved.